Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) basal/bolus infusor device had ruptured during patient use at the hospital. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample will not be returned to baxter for evaluation. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. The root cause is unknown. In addition, the customer was not able to provide the lot number to baxter so a batch review could not be conducted. Regardless, CAPA investigation, (B)(4), has been opened to identify/address the reported condition of the ruptured reservoir. Should the sample and/or additional information be received, a follow-up report will be submitted.